Event description:
The customer reported that her blood glucose reached 400 mg/dl about a day and a half after the pod was activated. She was unable to correct with a bolus. She remove the pod from and noticed that the adhesive was wet and the cannula bloody. She was unsure whether the cannula had dislodged from the infusion site. She was able to correct her blood glucose with a bolus from the next pod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm any product malfunction. The customer reported that the cannula may have dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed, and the product lot met all acceptance criteria.